Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering insulin. The caller stated that she had an urgent care visit due to high blood glucose over 600mg/dl. Troubleshooting could not be performed as customer was at work and did not have the supplies for testing. No further information was provided.